Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the helix was distorted from pulled/stretched/overstress. Product performance information was also received, analyzed, and oversensing was observed. A total of 46 ventricular non-sustained tachycardia episodes at <(> <<)>=210ms occurred between (B)(6) 2012. One ventricular fibrillation episode at 200 ms occurred on (B)(6) 2012. It was also noted that interference/noise was observed. The ventricular short interval count was 969 counts in 2.95 days between (B)(6) 2012. High resistance/impedance was also noted.two patient alerts for right ventricular pace lead impedance greater than 3000 ohms occurred on (B)(6) 2012. The weekly pace lead trend data shows an abrupt increase for maximum ventricular pace impedance from 408 to 16,382 ohms peak between (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was noted to have high impedance. The helix was also noted to not be extendable. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was noted to have high impedance. The helix was also noted to not be extendable. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.